Manufacturer narrative:
A ge service representative performed an onsite investigation. The f9 fuse on the power signal interface pcb connection was evaluated, cleaned and then reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system appeared to continue to expose without any production or emission of x-ray and exhibited an error. No patient serious injury or death was reported related to this event.